Event description:
This rv lead was explanted and replaced due to the observed noise. This lead was explanted relatively easily requiring the use of a normal pacing lead stylet. Minimal effort required by physican to explant the lead. No evidence of tissue in growth noted on coils. No obvious fracture or insualtion issue observed. Returning lead for testing and analysis report.

Manufacturer narrative:
Upon receipt in our (B)(4) laboratory, visual observations indicated a complete lead was returned. There were setscrew marks noted on all the terminal connectors, and several cuts in the insulation. One cut was all the way through the insulation, and the cuts likely occurred during the explant procedure. The proximal shocking coil was separated from the medical adhesive bonding at the distal end. The distal shocking coil was separated from the medical adhesive at the proximal end. The helix failed to extend, but this was most likely do to dry blood in the mechanism. The initial electrical allegations were not confirmed through analysis. Analysis confirmed the direct current resistance measurements of this rv lead passed on all paths.

Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific crm received information that, during a follow-up procedure, a non-sustained ventricular tachycardia (vt) episode was observed in the arrhythmia logbook, and noise was displayed on the right ventricular (rv) electrogram. The noise caused oversensing that resulted in pacing inhibition of 2 seconds. The oversensed noise was detected in the ventricular fibrillation (vf) zone. The physician was able to reproduce the noise by having the patient perform various arm movements. The noise was seen on this rv lead, shock lead and left ventricular (lv) lead. The patient noted that he/she was asked in the past by another physician to perform arm movements. The device's sensitivity setting was already programmed to least. The duration in all zones was extended. The patient is being referred back to the original physician for a device and lead review. Electrograms will be sent into boston scientific technical services (bsc ts) for review. Subsequently, additional information was received that bsc ts reviewed one episode on a save to disk. It was noted that the noise on the rv and shock channel, which was most likely caused by abdominal mypotentials. Bsc ts suggested a provocation test be performed to verify if the noise is caused by abdominal myopotentials. There were no adverse patient effects reported.